Event description:
During internal testing, it was determined that excessive requests for telemetry defaults from icentral observed in cic log files could cause a cic memory leak and potential loss of audio at the cic. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.